Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: during investigation, visible moisture corrosion was found in the battery compartment and on the display. The battery compartment was cracked above and below the grip pad. A leak test was performed and failed due to a leak in the battery compartment. The pump was powered on to a blank display. Further testing on the display and keypad could not be performed. The pump was opened to find moisture corrosion on the display connector, display flex cable, vibration motor, and on multiple areas of the printed circuit board. Unrelated to the original complaint, the audio bolus button was punctured. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the display screen was blank and moisture was present. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.